Event description:
During a low anterior resection procedure, the surgeonhad to use two contour. The first one has cut but the suture was incomplete. The second was blocked. The surgeon had to finish the operation suturing by hand. There was no reported patient consequence.